Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that her blood glucose was low for a while and she kept bolusing to treat her high blood glucose. The blood glucose reading was 600 mg/dl. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.